Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that upon removal three tampons fell apart and pieces remained inside.

Manufacturer narrative:
Update on brand from manufacturing facility investigation from sleek to click regular. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
New information was received after investigation by the manufacturing facility that the product is u by kotex click regular tampons and not u by kotex sleek tampons as previously reported.